Event description:
Information was received via the study that a new adverse event of left sfa in-stent restenosis had occurred. The date of the event was noted as 2006. The index procedure was one year earlier, in which two 100mm smart control stents were implanted in the left mid sfa. The description of the index procedure characteristics are as follows: two smart stents were implanted. Predilatation was performed using two submarine invatec balloons (5x120 and 5x40mm). Postdilatation was performed using a 5x120mm boston sailor balloon. The lesion was 180mm in length, with a 3cm occlusion; the distal edge of the lesion was located 11 cm above the superior edge of the patella. The lesion was calcified and eccentric. There was no restenosis after the procedure. The in-stent restenosis was treated by recanalization with laser, and pta with a 5mm balloon, with good result. The issue was noted to be resolved one day after the event day. At this time, it is not known which of the two stents implanted restenosed, or if both stents did. Additional information has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.